Manufacturer narrative:
No patient was present at the time of the alleged malfunction. Medtronic evaluation of returned suspect device finds the device is missing the silicon cord at the end of the pin. Missing pieces for the manufacture directly caused event.

Event description:
A medtronic representative reported that a site 100mm disposable pin was missing the inner rubber ring. Since this event was reported outside the operating room no patient was present at the time of the alleged malfunction.